Manufacturer narrative:
Title: robotic pelvic exenteration and extended pelvic resections for locally advanced or synchronous rectal and urological malignancy. Source: investing clin urol 2021;62:111-120. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study examined the outcomes in patients who underwent robotic total or posterior pelvic exenteration for malignancy between 2012¿2016. In cases of cystectomy, the dorsal venous complex was controlled with 3.0 a suture and urethra was transected. There were seven patients in the study and complications included intraoperative blood loss of 700cc and 1000cc in two patients. Only one patient a vesicourethral anastomotic leak requiring rigid cystoscopy and bilateral ureteric catheter insertion while three patients were managed conservatively for ileus. Eighty-five percent of patients had clear colorectal margins while all urological margins were clear. Six out of seven patients had complete total mesorectal excision. Three patients experienced recurrence at a median of 22 months post-operatively. Of the three recurrences, one was systemic only whilst two were both local and systemic. One patient died from complications of dual rectal and prostate cancer 31 months after the surgery. One patient died from locally advanced dual rectal and prostate cancer leading to small bowel obstruction and aspiration pneumonitis 31 months after the surgery.